Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "folds" and "recalled", "pain" and "change in shape". Later legal representative reported "discomfort and pain", "capsular contracture baker grade IV. This record is for right side. The device remains implanted.